Event description:
The user facility reported the following event: the physician placed size 40 4.3 qwix screw at the 1st metatarsal and the medical cuneiform. Once engaged with the opposite bone, the screw broke in half at the mid-shaft. The physician then tried to remove screw with pliers. The screw broke into coiled pieces of metal forcing the physician to leave the distal portion of screw stuck in the patient. The physician drilled for the screw, and the bone area was average middle aged bone, not especially hard bone. The spin screw broke where the shaft meets the head. The physician used a uniclip to try to stabilize the area. This complaint is related to MDR numbers 9615741-2007-00063 and 9615741-2007-00064.

Manufacturer narrative:
To date the device has not been returned for evaluation. An investigation has been initiated based on the reported information.